Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip. The history file showed alarms for corrupted data, unexpected restart errors, and that the daily total insulin for 01/01/07 though 01/05/07 showed 0 units. No data was listed for the date of 05/26/14. The insulin pump was received with a depleted battery and reset to the factory default. The insulin pump was monitored for 24 hours and with no error alarms for an unexpected restart or an external random access memory error were noted. The insulin pump had an alarm for corrupted data in the history screen due to a corrupted history file.

Event description:
Customer's daughter reported that the customer passed away. The blood glucose reading at the time of death was not known. The cause of death was complications related to diabetes. Customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip. The insulin pump was received with an energizer battery. The download history showed alarms for an unexpected restart, failure of displayable history at startup, and external random access memory errors on 01/01/07. The daily total from 01/01/07 to 01/05/07 was 0.00 units of insulin. No data was listed for the date of 05/26/14. Although the insulin pump was received with a depleted battery, it appears that the insulin pump had reset to the factor default. The insulin pump was monitored for 24 hours with no unexpected error alarms. There was an alarm for a failure of displayable history at startup in the history screen due to corrupted history files. The insulin pump passed the delivery volume accuracy test with 98.04 percent accuracy.